Event description:
It was reported that the pt was revised due to loosening of the tibial and femoral components.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete. The info provided on this form was previously submitted under manufacturing report number 1822565-2014-01564.